Manufacturer narrative:
(B)(6). Other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. During preventive maintenance, the image acquisition system (ias) batteries were replaced. The system then passed the system checkout and was found to be fully functional. Analysis of the returned power converter failure. The power conversion enclosure fans ran when the image acquisition system (ias) was powered off. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. There was no patient involvement. Parts were replaced during preventative maintenance.